Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reports that they need assistance with programming the insulin pump. The blood glucose reading was 508 mg/dl. The customer treated the high blood glucose reading. It was stated that the ambulance came to her house for the high blood glucose reading. Nothing further reported.